Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's time on the pump was 12 minutes behind. The customer's blood glucose (bg) level was 561 mg/dl and a correction bolus via the pump was delivered to address the bg level. Tandem technical support successfully guided the customer through correcting the time on the pump to the correct time. During a follow-up, it was reported the customer's bg level decreased to 280 mg/dl after performing an infusion site change.